Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found no issues with the crimped stent. There were no signs of damage; stretching or lifting of the stent struts. The stent showed no signs of movement and was set equidistance between the proximal and distal markerbands. The bumper tip of the device showed no signs of damage to the distal edge of the tip. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found no issues with the hypotube shaft profile or the distal portion of the delivery shaft profile. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The 75% stenosed, eccentric target lesion was located in the mildly tortuous and severely calcified left anterior descending artery. Rotational atherectomy was not performed. After performing a plain old balloon angioplasty (poba), a 28mm x 3.00mm promus premier stent was advanced but was unable to cross the lesion. A non bsc straight guide catheter was used; however, the device was still not able to cross the lesion. Multiples attempts were made in crossing the lesion; however, it was t noted that the stent was lifted. The procedure was completed using a 2.5x16mm promus premier stent. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
(B)(4). Device is a combination product. Age at time of event: 18 years or older. Complainant name: (B)(6) hospital. (B)(4).

Event description:
It was reported that stent damage occurred. The 75% stenosed, eccentric target lesion was located in the mildly tortuous and severely calcified left anterior descending artery. Rotational atherectomy was not performed. After performing a plain old balloon angioplasty (poba), a 28mm x 3.00mm promus premier stent was advanced but was unable to cross the lesion. A non bsc straight guide catheter was used however the device was still not able to cross the lesion. Multiple attempts were made in crossing the lesion however it was noted that the stent was lifted. The procedure was completed using a 2.5x16mm promus premier stent. No patient complications were reported and the patient's status was good.